Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed."

Event description:
Patient reported implant rupture. Device has been explanted. This relates to the left side.